Event description:
Additional information received reported that on 2014-(B)(6), a surgical treatment was done to washout the pump pocket. An examination/palpation on 2014-(B)(6) found that the incision was well approximated with no redness, swelling, or oozing. The outcome of the event was reported to have been resolved without sequela on 2014-(B)(6).

Event description:
The patient experienced an infection of the pump pocket. On (B)(6) 2014, erythema and drainage was noted at the abdominal incision. Bactrim ds was prescribed twice a day for 7 days. On (B)(6) 2014, an ultrasound was performed and revealed fluid collection at the pump pocket, 45cc of serosanguinous fluid was aspirated from the pump pocket and sent for cultures. Aerobic and anaerobic cultures and a gram stain were all negative. The patient was to utilize an abdominal binder consistently over the next few weeks to assist with healing of the pump pocket. On (B)(6) 2014, 6cc of serosanguinous fluid was aspirated from the pump pocket. A suture was placed to the abdominal incision at the area of drainage. On (B)(6) 2014, there was increased erythema which was consistent with a wound infection. The patient was admitted to the hospital for broad-spectrum intravenous antibiotics including vancomycin 1 gm intravenous every 12 hours. The event severity was moderate. The event was noted to be related to the implant procedure and unlikely related to the device or therapy. The event outcome was ongoing. The pump was used to deliver dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).